Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection confirmed a crack in the luer that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
PICC inserted on (B)(6) 2023, PICC was noted to be leaking on (B)(6) 2023 and pulled. Event details: rn noticed PICC site was leaking. After further assessment and other rns consulted, PICC was found to have cracked at the hub, and was not delivering fluid to patient. PICC was removed.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
PICC inserted on (B)(6) 2023, PICC was noted to be leaking on (B)(6) 2023 and pulled. Event details: rn noticed PICC site was leaking. After further assessment and other rns consulted, PICC was found to have cracked at the hub, and was not delivering fluid to patient. PICC was removed.